Event description:
Pain[pain]. Swelling[swelling]. Joint effusion[joint effusion]. Case description: spontaneous report was received on (B)(6) 2011 from a physician regarding male pt (age not provided), initials (B)(6), with osteoarthritis. The pt's medical history was significant for the use of synvisc on an unspecified date. On an unspecified date, the pt initiated treatment with synvisc (hylan g-f 20) injection of 2 ml, in an unspecified joint. The synvisc lot number was not provided. On (B)(6) 2011, the third does of synvisc wad given for relief of pain due to osteoarthritis. On (B)(6) 2011, eight days after the third injection, the pt experienced pain and swelling. The following day, the pt visited the clinic and 103 cc of joint fluid was aspirated. On (B)(6) 2011, another 60 cc of joint fluid was aspirated. The action taken with synvisc treatment was not provided. The outcome for the event of joint effusion was unk. The outcome for the events of pain and swelling was not yet recovered. Concomitant medications were not provided. The intensity for the events of pain, swelling and joint effusion was assessed as unk. The reporting physician did not provide the relationship between synvisc and events of pain, swelling and joint effusion. Additional information was received on (B)(6) 2011 from a physician regarding a (B)(6) male pt, with gonarthrosis of both knees. On (B)(6) 2011, the pt initiated treatment with synvisc (hylan g-f 20) injection of 2 ml, into both knees. On (B)(6) 2011, the pt received the third injection of synvisc. On (B)(6) 2011, the pt visited the clinic and 105 cc of yellow and opacified joint fluid was aspirated. On (B)(6) 2011, another 30 cc joint fluid was aspirated (joint fluid of only one side of knee was opacified). The reporting physician confirmed the events of pain and swelling as medical significant. Concomitant medication included an extract obtained from inflammatory rabbit skin inoculation. The reporting physician assessed the relationship between synvisc and the events of pain and swelling as definite. Manufacturer's comment: the benefit-risk relationship of the product was not affected by the report.